Event description:
It was reported when using the bd pyxis¿ es server, stations was having slowness issue.the customer stated that this malfunction occurred while dispensing the medication.the customer reported no delay and there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to log in to the stations due to a "user authentication failed" error. A technical support specialist (tss) identified that the server was not connecting to port 50052, which is used by the data synchronization server. The hospital information technology team (hit) was contacted to unblock the port, and they confirmed it was opened. The tss then checked the synchronization status on station, which was no longer in disconnected mode and no longer showing a critical override. The customer confirmed that the issue was resolved, and the case was close. The system functioned as intended after the technical support specialist troubleshoot the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, stations was having slowness issue. The customer reported no delay and there were no adverse events or injuries reported based on this incident.